Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device history records review was completed for part# 04.027.186s, lot# 9422225. Manufacturing location: (B)(4), manufacturing date: mar 26, 2015, expiry date: mar 01, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that one proximal femoral nail antirotation (pfna) nail broke post-operatively. The initial implant procedure was done on an unknown date. Reportedly, the broken device was explanted on (B)(6) 2016. Patient condition was reported as good. This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
On mar 23, 2017, it was identified that the alert date/ awareness date is mar 09, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint is confirmed based on the received photographs of the devices. From the photographs, it can be confirmed that the device is broken. The device was not returned and investigation could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.